Event description:
It was reported that a merlin.net transmission showed non-sustained rv myopotential oversensing. Reprogramming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).